Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed during an implant procedure. It was further reported that the crash occurred three times during impedance refreshing during lead analysis. The application was restarted each time. The procedure was completed using an alternative programmer. It was also reported that the mobile programmer base did not update. The mobile programmer remains in use. No patient complications have been reported as a result of this event.